Event description:
The healthcare professional (hcp) of the home pt (hp) reported the hp was hospitalized after using the homechoice cycler for apd therapy. Prior to the hp switching to apd therapy, the hp was hyperglycemic and lantus was prescribed to their blood sugar level. The hp then switched to apd therapy and started using the homechoice cycler. The hp used the homechoice cycler for 1.5 weeks before it elicited a system error 2119 during the setup phase in 2004. As a result, the hp was able to use the cycler in 2004 and subsequently replaced it. The hp was hospitalized the following day due to hypoglycemia. The hp received glucose intravenously during hospitalization and was discharged in 9 days later. The hcp relates that the hp has since fully recovered and as a result of they hypoglycemia, the hp discontinued their lantus prescription.